Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise oversensing episodes and loss of capture on right ventricular lead was observed during device check in clinic. Patient is pacemaker dependent and was asymptomatic. Lead was explanted and replaced. Patient was stable and was discharged same day with no complications.